Manufacturer narrative:
Device evaluation: received device in used condition. Performed initial check in an effort to replicate failure mode. Device failed lock off leak test. This confirmed customer reported reason. Problem source is normal wear and tear.

Event description:
Information was received that during a bench test a smiths medical pneupac parapac ventilator is not giving enough pressure/needs calibration. The reporter also noted the tester was showing the wrong pressure reading compared to what the gauges were reporting. No adverse effects were reported.